Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to perform the displacement test due to the motor error alarms. The pump had cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, broken belt clip slot, cracked battery tube threads, scratched case and scratched keypad overlay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 96 mg/dl. The customer got an MRI with the pump on. The drive support disk was normal but they were unable to rewind the pump. The motor error alarm occurred more than once in the last thirty days. Troubleshooting was not able to resolve the issue. The device was returned for analysis.